Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h10, h11. Corrected fields: d5, g1(contact person). The safety disk was investigated at getinge's national repair center (nrc) per the cardiosave service manual with no visual damage observed. The nrc installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The nrc verified the failure of the safety disk leak test. The safety disk failed the membrane leak test. The nrc will send the safety disk to the production department for failure analysis per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by the customer, the safety disk was changed per the factory specifications and the unknown datascope intra-aortic balloon pump (iabp) failed the safety disk leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
While the customer was performing their pms, the customer changed the safety disk per the factory specifications and the safety disk failed leak test, the customer is requesting an exchange of this defective part. A supplemental report will be submitted upon completion of our investigation.